Event description:
It was reported that the patient experienced not feeling well. The pulse generator exhibited backup operation. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.